Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31323619l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation, and the patient experienced cardiac perforation that required surgical intervention. A cardiac tamponade occurred during transeptal puncture. The needle went from the right atrium (ra) to the pulmonary artery (pa), although they thought it was the left atrium (la). The octaray mapping catheter was introduced to the pa (thinking it was la), and the map began. After the fast anatomical mapping (fam) acquisition began, they realized a tamponade occurred and the real location of the catheter, and so the catheter was removed. The patient needed a surgical intervention to close the perforation. This event is MDR reportable against the octaray catheter only, as the event occurred after the ocraray was introduced into the pulmonary artery, and mapping with the octaray.